Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Customer's blood glucose was within range (value not provided). Customer fully charged battery and upon follow up, battery was depleting as expected.